Manufacturer narrative:
(B)(4).

Event description:
Rec'd info that due to an 840 ventilator malfunction, the pt was placed on another ventilator. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.